Event description:
It was reported that prior to starting a da vinci si surgical procedure, the user facility found the distal part of the black protection tubing of the monopolar cautery instrument was abraded. Nothing reportedly fell into a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and confirmed that the reported complaint. The black tube insulation was damaged at the distal end. The insulation had a gouge on one side and has a .160 x .095 and .180 x .095 pieces missing roughly 2.03 and 1.57 above the snake wrist. Additional observation not reported by site was a kinked flush tube. Housing was removed to find flush tube with a couple of kinks in the backend. Kinks are located between gimbal plate and roll gear. Kinks negatively affect flushing capability. No other damages was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.